Event description:
It was reported that the patient, who is enrolled in the dbs registry a4010 clinical study, experienced a moderate local wound infection at the implantable pulse generator site. The patient was admitted to the hospital and treated with medication. The device remains implanted. The patient has recovered and was discharged from the hospital. The infection was assessed to be unlikely procedure related and not device or stimulation related. Additional information was received that there were no adverse events or device deficiencies that were reported at the time of the implant procedure that may have caused or contributed to the infection. Additional information was received that cultures were taken, however the results were not provided.

Event description:
It was reported that the patient, who is enrolled in the dbs registry a4010 clinical study, experienced a moderate local wound infection at the implantable pulse generator site. The patient was admitted to the hospital and treated with medication. The device remains implanted. The patient has recovered and was discharged from the hospital. The infection was assessed to be unlikely procedure related and not device or stimulation related. Additional information was received that there were no adverse events or device deficiencies that were reported at the time of the implant procedure that may have caused or contributed to the infection.

Event description:
It was reported that the patient, who is enrolled in the (B)(6) clinical study, experienced a moderate local wound infection at the implantable pulse generator site. The patient was admitted to the hospital and treated with medication. The device remains implanted. The patient has recovered and was discharged from the hospital. The infection was assessed to be unlikely procedure related and not device or stimulation related.